Event description:
Caller reported that insulin gauge displayed an amount different than expected, specifically noting a fill estimate of 60 units that remained static despite insulin delivery. There was no adverse impact to the customer's blood glucose level. Technical support explained that this issue might occur due to a large variance in measured pressures used for calculating insulin remaining in the cartridge. Once the insulin amount equals the static number displayed, the fill estimate will begin to countdown normally. The caller understood and acknowledged this explanation.